Event description:
It was reported that the insulin pump alarmed failed battery test after 3 new batteries had been inserted into the insulin pump. The customer did not know the blood glucose reading. Upon troubleshooting, it was found that the insulin pump alarmed failed battery test again. The customer advised that she would go to retrieve more batteries, and if the device alarmed again, she would call back to request replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.